Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided on 10/10/2025. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was required. The customer addressed the issue by changing the infusion set and cartridge, resuming insulin delivery.